Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the implant stopped functioning. Patient is treated with botox and supra pubic tub. The patient came into emergency room on sept 24th, and got implant removal. No further complications were reported.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the extension (s/n: (B)(6) found a procedural non-conformance, that the distal end of the extension at the connector port, the lead was not completely seated in the port. Analysis of the lead 3093-28 (lot # v041100) found conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Analysis identified that the connector(s) was/were crushed at the proximal end of the lead. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, analysis determined that the lead was not completely seated in the extension. Analysis identified a broken weld at the proximal end of the lead; consistent with overstress damage. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, analysis determined tha t the lead was not completely seated in the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3095-10, serial#: (B)(6), product type: extension. Product ID: 3093-28, serial# (B)(6), product type: lead. Product type: lead. Product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that during removal of the device, they noticed that the lead was broken into two pieces. During the operation, they went into and tunneled down and removed the reminder of the lead. On 2021 (B)(6) the patient also reported that cause of the device stopped functioning was determined to be due to a broken lead.